Event description:
It was reported that the remaining battery light did not stop blinking and it did not charge, so charging was not possible. There were no contributing factors. It did not improve even after holding down and resetting it. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial/lot # (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), UDI#: analysis of the wireless recharger (serial number: (B)(6)) revealed led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.